Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03263 and manufacturer report # 3005099803-2014-03264 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2014 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noted that for two devices (refer to manufacturer report # 3005099803-2014-03263 and manufacturer report # 3005099803-2014-03264) it was difficult to deploy the bands and it took an extra turn on the handle to have the bands deployed. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of bands difficult to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.